Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address tibial loosening at the bone to cement and cement to implant interface. Unknown cement was used. It was also reported that the medial side had collapsed with unknown cause. The femur was removed since it made no sense to just replace the tibia in an unconstrained design we replaced with a rp tc3 w stems, sleeves and augments. Doi: unknown dor: (B)(6) 2018 right knee.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.